Event description:
It was reported that there was a pericardial effusion. The (B)(6) stated all of the following: after the last burn of the case, the patient's blood pressure began to drop. An effusion was confirmed with ultrasound. The customer took the patient off of heparin and administered protamine to reverse the effects of the heparin. The customer then used a trans-thoracic echo to check the effusion and at that time decided to perform a pericardiocentesis. It was noted that prior to the case, an echocardiogram on the patient showed a small effusion. The patient's current status is stable and in the ICU for overnight observation. A carto 3 version 2 system, a stockert, and a cfp were each used without fault. Five bwi catheters were used and the (B)(6) only knew the catalog and lot information for one of the catheters: a lasso nav, an acunav catheter, a webster cs catheter, a navistar f curve, and a navistar j curve. All of these catheters performed without fault. (B)(6) stated that all of the catheters had been disposed of and will not be returned.

Manufacturer narrative:
The concomitant devices: carto 3 rmt system: us catalog# fg560000, (B)(4). Stockert 70 system: us catalog# s7001, (B)(4). Coolflow pump: us catalog# cfp002, (B)(4). Lasso nav catheter: us catalog# dln1220ct, (B)(4) (not returned). Generic - acunav: us catalog# unknown, serial# unknown (not returned). Generic - coronary sinus catheter: us catalog# unknown, serial# unknown (not returned). According to the field service engineer (fse), the customer declined the carto 3 system, stockert, and cool flow pump servicing. (B)(4).